Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer used ubk sleek regular tampons and the pledget fell apart and piece remained inside. Doctor removed piece of tampon. She experienced abdominal pain, fever and an odor. She was diagnosed with a bacterial infection and prescribed antibiotic. The abdominal pain has resolved and odor has improved, but she is still feverish.